Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd)s, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 25mm valve was treated after an implant duration of six years, eight months for unknown reason. A second device, a 23mm valve, was implanted in the pulmonary position using a valve-in-valve procedure. No additional details were provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. This valve was disabled in a valve-in-valve procedure due to stenosis and regurgitation. The most common causes for a stenotic aortic pericardial valve are: leaflet tissue calcification, particularly for patients with end-stage renal disease requiring dialysis (can cause early bioprosthetic leaflet calcification); host fibrous (pannus) tissue overgrowth; and/or infections (such as endocarditis) or non infectious vegetation developed on the bioprosthetic leaflets. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis and regurgitation is most likely due to patient related factors. However, minimal information regarding this valve was received and subsequent attempts to get additional information regarding the condition of the device at the time of the procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for failure of this device remains indeterminable restated to reflect operative notes provided by the health care provider.

Event description:
Through follow up with the health care provider, medical records were provided. Reportedly, it was learned via the implant patient registry that a 2700tfx 25mm valve was disabled in the pulmonary position after an implant duration of six years, eight months. Operative notes indicated explant was due to moderate pulmonary valve stenosis and insufficiency. A second device, a 9300tfx 23mm, was implanted in the pulmonary position using a valve-in-valve procedure. The procedure was successful and the patient was discharged home on pod #1.